Event description:
We were informed on (B)(6) 2023 about a patient having their st. Jude implantable pulse generator (ipg) replaced as it had not operated correctly, and the patient was experiencing ineffective therapy. This is not a device manufactured by (B)(6), and no further details were provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).